Manufacturer narrative:
Device evaluated by MFR. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report numbers 1627487-2013-00369 and 1627487-2013-00376. The pt ((B)(6)) underwent an scs trial with a percutaneous lead, a lead anchor and an externalized extension. It was reported an infection was found at the extension site nine days into the trial which resulted in hospitalization and explant of the aforementioned devices. The pt reportedly developed a fever and presented infection indicators. Antibiotics were prescribed as treatment. A culture was taken; however, the results have not been disclosed. Follow-up on this matter found the pt has been released from the hosp and the infection has healed.